Manufacturer narrative:
The ge rep performed an on site investigation. The processor was replaced and the circuit boards were reseated. The sys was then found to be operating as intended.

Event description:
The customer reported the sys locks up intermittently. No report of pt injury.